Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-00773. Related to MFR report # 2183959-2012-00774. A miniarc single-incision sling was implanted to treat, "pelvic organ prolapse and/or stress urinary incontinence," date not provided. Plaintiff's attorney has alleged that, "as a result of having the products implanted in her, plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries." Also alleged was that the plaintiff had an immune response and had damaged nerve endings that led to "neuromas" and other injuries.